Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: review of the pump history shows the pump was manually suspended on (B)(6) 2016 11:42 and manually resumed at 13:36. Pump history shows a cancelled bolus on (B)(6) 2016 at 10:56 due to eaw- 176 partial delivery user aborted (meter) warning. Pump history shows a cancelled bolus on (B)(6) 2016 at 19:52 due to eaw-175- partial delivery user aborted (pump) warning. Delivered boluses were calculated, the delivered boluses on each day match the tdd bolus history. Performed a 10u audio and10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaws occurred during testing. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 460mg/dl with nausea, vomiting, polydipsia and symptoms of dehydration. The patient was taken to the hospital and treated with IV fluids. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The bolus totals do not match with a greater than 5% different and the basal delivery totals in tdd do not match and variation was due to known cause. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.